Manufacturer narrative:
The devices were not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The patient effect death is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article titled: "comparison between surgical access and percutaneous closure device in 787 patients undergoing transcatheter aortic valve replacement". The additional patient effects reported in the article are captured under a separate medwatch report. B2, b3 - date of event: estimated as 1/1/2013. D4- the UDI is not known as the part and lot number were not provided.

Event description:
This study compared the results of multiple transcatheter aortic valve replacement (tavr) procedures using proglide devices. The intention of this study was to compare the vascular complication rates of tavr procedures using proglide devices versus using surgical access. The rate of vascular complications were low; however for proglide, included the following: eleven deaths, minor and major bleeding, requiring the use of surgery, hospitalization, and other unspecified forms of intervention. The article concluded that both the use of proglide devices and surgical access were safe forms of vessel closure. However, surgical access was preferable for patients with peripheral artery disease. Specific patient information is documented as unknown. Details are listed in the attached article, "comparison between surgical access and percutaneous closure device in 787 patients undergoing transcatheter aortic valve replacement"